Manufacturer narrative:
Correction: h6 investigation type previously reported as "device not accessible for testing" now updated to "device not returned"

Manufacturer narrative:
The device was not returned for analysis for the reported event of diagnostics anomaly. Session records and printouts were not available and the reported event was not confirmed. This may be related to a known anomaly stemming from programming the base rate incorrectly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantation of the implantable cardioverter defibrillator. Post-procedure, the device exhibited a diagnostics anomaly. No intervention was performed. The patient experienced no adverse consequences.